Event description:
Healthcare professional reported left side rupture and " less than 5cc of fluid in the left breast". Device has been explanted.

Event description:
Healthcare professional reported " less than 5cc of fluid in the left breast". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d.9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, creases fold, wear abrasion, yellow particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and " less than 5cc of fluid in the left breast". Device has been explanted.